Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2020.

Event description:
It was reported that the patient was having to charge frequently due to ipg no longer holding a charge. The patient underwent a battery replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.